Event description:
Tip of disposable scorpion needle used to pass suture broke off in pt while device in use to repair rotator cuff. The size of the tip that broke off was estimated to be <1/8th inch.